Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the paramedics were called due to high blood glucose readings of 420 mg/dl. Customer stated they were sick and vomiting for nearly a week. Customer was treated with insulin in the ambulance and given anti-nausea pills at the hospital. Per health care provider, the cause of the 911 call was a nasty bug that was going around.